Manufacturer narrative:
(B)(4). The root cause could not be determined because the sample was not returned for evaluation and the batch review did not reveal any aberrancies. There were no failures during visual, dimensional and functional testing of the lot. The labeling review (directional insert) cautioned to insure all in-line luer connections are secure prior to use. The directional insert was found to be sufficient in providing adequate information to ensure secure luer connections prior to use.

Event description:
The customer reported to baxter corporate product surveillance (cps) an interlink i.v. Catheter extension set in which the interlink disconnected from the extension set. Upon follow-up with the customer, clarification was received that the disconnection occurred between the interlink and female luer of the extension set. This was observed when the nurse was flushing the line with sterile saline. As a result, an unknown amount of saline and blood leaked out of the connection. The reporter indicated that the nurse involved with the incident did not secure the luer connections prior to use. This condition occurred during patient use; however, there are not reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.